Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h3, h6 codes (investigation types, findings, conclusion), h11 a getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse troubleshot to a loose connection on the video generator board. The fse reseated the connection. Functional testing and safety checks were performed to factory specifications. The iabp was returned to the customer.

Event description:
It was reported that during weekly function check cardiosave intra aortic balloon pump(iabp), was not fully booting up and there was error code 137.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during weekly function check cardiosave intra aortic balloon pump(iabp), was not fully booting up. There was no patient involved.